Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar product, showing a similar malfunction, has been investigated in #(B)(4): when priming with water, a leak was detected at the point claimed by the customer (pos5.) 'Opening for holder'. Failure could be confirmed. Further investigation of the sample is not possible at this moment due to safety reasons in laboratory. Therefore, exact cause of the failure could not be identified. Device history record was reviewed. No abnormality was found. Trend search was performed. 8 additional complaints were recorded in last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated and no systemic issue could be determined. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).

Event description:
Complaint: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
Detected leaking at opening for holder of quadrox-I adult hmo 70000 +vhk71000 (ref no: vkmo 70000) during bypass surgery. Action: replace the oxygenator complaint: # (B)(4).